Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was received: what was the indication for surgery? How was the post-op bleeding identified? Was the site of the post-op bleeding identified? How was the post-op bleeding addressed? How many days postoperative was the bleeding identified? Was the bleeding intraluminal or extraluminal? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? What were the color cartridges used throughout the procedure? And what anatomical structure(s) were they used on throughout the procedure? Were there any issues with staple formation throughout the procedure at the site of the bleed? What is the current patient status? Could you please provide a time of event between the initial surgery and reoperation? Were there any difficulties noted with the device intraoperatively? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? No further information available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 2 days after a gastric bypass procedure the patient was readmitted in case of hypotension and melena in case of hemorrhage on staple mill remnant stomach. There was bleeding on stapler line, extra- and intra-luminal. They required a transfusion and 3 days admission.